Event description:
The user facility reported that during the eus-hgs procedure, when attempted to insert the guidewire (involved device) into the bile duct, it felt that the involved device was inserted outside the bile duct (it felt that it was likely to be inside a blood vessel). Therefore, the involved device and puncture needle were removed and reinserted. After the stent was placed, when attempted to remove the endoscope, it was found that blood had accumulated in the gastrointestinal tract. The user explained that in an eus-hgs case after distal gastrectomy, when the intrahepatic bile duct (b2) was punctured transgastrically, it was suspected that the bile duct and portal vein were double punctured, and it was inferred that the guidewire was advancing the portal vein. Thereafter, the puncture route was changed to b3 and the procedure was completed. The gf-uct260 (olympus) was removed, and blood was aspirated using a tjf scope (olympus, model number unknown). Treatments such as hemostasis were unknown. After extending the procedure for few minutes, it was completed. The procedure was completed using another device. The condition after the procedure was unknown. It was possible that the blood vessel was perforated by the combined device. The patient was harmed; however, not seriously. The treatment for hemostasis was unknown. The procedure was completed successfully.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: date of birth: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: n/a as this product code is not exported to the us market d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number. Since the actual sample was not returned, investigation of it could not be performed. Since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. In the past three years for the product with the involved product code, there have been no complaint of perforation caused by the manufacturing process. From the reported issue, it was inferred that when the bile duct was punctured, the bile duct and portal vein were double punctured. However, since the actual sample was not returned and investigation could not be performed, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seemsimproper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory." Terumo medical products (tmp) (importer) registration no.(B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).